Event description:
Port was tested prior to implantation and flushed. After placement in pt no blood return was present. Catheter was repositioned and no blood return with aspiration. Port was removed.